Manufacturer narrative:
This report is submitted on 28 september 2020.

Event description:
Per the clinic, the patient's device was electively explanted on (B)(6) 2020 due to non-device related medical issues. The patient was not re-implanted with a new device.